Event description:
It was reported that the system displayed a precharge voltage error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the battery and power cap module connectors. The system operates as intended.